Event description:
The catheter broke into the patient when the surgeon try to locate it. Part of the catheter is inside the patient and it must be removed with surgical procedure. The patient need surgery to extract the catheter. On (B)(6) 2015: in reply to question about 4 kits being used sales rep replied: "4 kits in the same procedure..." On 4/6/2015 additional questions were asked to clarify the statement and outcome of the four kits used in the procedure.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. We were unable to conclusively determine which or how many of the four reported devices were broken in the patient during this event. Device not available.